Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the display loss and the airflow loss could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This report is submitted for the front lcd panel that turned off and could not operate, as well as the device being unable to insufflate.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel display disappeared and only the power swith remained lit on the high flow insufflation unit. It was also reported that the smoke evacuation foot switches and pneumoperitoneum were not working. The issue was found during a laparoscopic-assisted left hemicolectomy procedure. The pneumoperitoneum was replaced with a similar device. There were no reports of patient harm.